Manufacturer narrative:
This device is marketed under eua (B)(4).

Event description:
Customer reported a false positive result that occured the week prior to (B)(6) 2021. No further details provided.